Manufacturer narrative:
No sample was returned for investigation. Lot information for the tube was not provided. It is unknown how the feeding tube may have caused or contributed to the reported event.

Event description:
Patient had an 8fr feeding tube placed post pylorically on (B)(6) 2016. On (B)(6) 2016 bowel erosion was identified via ultrasound and confirmed laparotomy as erosion. The feeding tube was near the erosion site. Surgeon confirmed perforation was caused by erosion.